Event description:
It was reported that the user experienced persistent high glucose readings while using the inset infusion set with the ilet, despite insulin delivery and no observed leakage or bent cannulas; the user switched back to the contact detach infusion set, after which glucose control improved. Symptoms included hyperglycemia. Outcomes included user-perceived impact requiring troubleshooting and a change of infusion set. Investigation included complaint intake, user troubleshooting and education, and review of product lot information. Investigation of this case revealed no confirmed device malfunction, with infusion set performance concerns limited to the inset set and resolution observed upon switching to a different infusion set. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.